Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, while the physician inflating the subject balloon catheter inside the patient's anatomy, it was found a leak of contrast medium was observed in the balloon area. The current condition of the patient was unknown. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per additional information no damage was noted to the device prior to use and the device was prepared as per dfu for this product. It is possible that the balloon may have been damaged during advancement through an unknown level of tortuous anatomy causing the reported balloon leak. However, this could not be definitively determined as the device was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, while the physician inflating the subject balloon catheter inside the patient's anatomy, it was found a leak of contrast medium was observed in the balloon area. The current condition of the patient was unknown. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.